Event description:
The ge oec 6800 fluoroscopy system had a physicist discrepancy where the x-ray beam may be exceeding display field.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the beam needed alignment. X-ray beam aligned to specification and regulation. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.